Manufacturer narrative:
The complete manufacturing and material records review for the nitinol stent component was performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device is not available for return, no further investigation can be performed at this time. However, the review of the manufacturing records performed did not reveal any manufacturing deficiencies. Based on the available information, the perivalvular leak observed intra-operatively can be reasonably attributed, in agreement with the surgeon's opinion, to the bulky calcificium deposit which were only removed after the perceval explant. As such, the root cause of the event is deemed to be procedure-related. It should be noted that the perceval IFU contains the following direction for use and warning: "remove calcium residues in order to regularize the annulus profile. Complete intra-annular decalcification of the annulus is not necessary, but eccentric/bulky protruding intra-luminal calcifications must be removed."

Manufacturer narrative:
Device not available for return.

Event description:
On (B)(6) 2019, a female patient underwent aortic valve replacement. The surgeon implanted a perceval pvs23 (medium size) but noticed a perivalvular leak toward the right/left coronary cusp, and also noticed some bulky calcium on the right side. Since an oversizing was suspected, the surgeon explanted the pvs23 and implanted a perceval pvs21 (small size). However, it is reported that event more leak was observed. Consequently, the surgeon explanted the pvs21 and removed the calcium deposit; a magna ease 21mm was ultimately implanted. The patient is stable. Further information received from the site confirmed that no stent deformation was observed in the explanted perceval valves. Moreover, the surgeon linked the perivalvular leaks observed to the bulky calcium deposits.